Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise; an insulation anomaly was suspected. The lead was capped during routine device change out procedure. The patient's condition was good post-surgery.